Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had increased pain above their baseline. The physician had "misspoke" and there were no volume discrepancies or issues found with the pump at all. A catheter dye study was done to check catheter placement and it was negative. The catheter was in the correct place and no abnormalities were found. The intervention was a dosage increase. The patient outcome was unknown. The pump was being used to deliver morphine. If additional information is received, a follow-up report will be sent.

Event description:
It was reported the patient experienced ¿higher than expected volumes¿ and increased pain. It was noted the healthcare provider (hcp) thought he was having volume discrepancies, but this was unable to be confirmed with the refilling nurse. The patient was unharmed and a dye study showed a functioning catheter. The cause of the issue was unknown as well as what the event was attributed to. Specific volumes were not provided and the patient¿s outcome was unknown. It was also unknown what drug the pump was being used to deliver. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8591-38, lot# d02212, implanted: (B)(6) 2011, product type: accessory. (B)(4).